Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error, which was reproduced while attempting to load a set. System error 105 was confirmed and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.